Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician inserted the was sheath, and after performing the transeptal crossing a thrombus was noted on the was sheath. The physician aspirated through the sheath to remove. There were no patient complications reported and the 31mm closure device was successfully implanted.